Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 68 mg/dl, 133 mg/dl, and 229 mg/dl. No actions taken based on device results. Requested return of suspect device and replacement was sent.